Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled s-ICD implant procedure. The patient's medical condition was significant for non-ischemic cardiomyopathy hypertension, diabetes, low ejection fraction (20%) and elevated creatinine (1.15 mg/dl). Anesthesia was given prior to the start of the invasive procedure. Shortly thereafter, the patient went into cardiopulmonary arrest. Advanced cardiac life support (acls) and cardiopulmonary resuscitation (CPR) was initiated for 35 minutes. Despite emergency measures, the patient could not be stabilized and died. The patient's death was caused by a reaction to the pre-implant anesthesia.